Event description:
Event description guidant received information that during a routine pacemaker changeout procedure this ventricular lead was found to be fractured. It appeared that an outer portion of the lead may have been nicked at the original implant. Over the years the nick became a tear and when exposed at this procedure there was a short episode of loss of capture, which was noticed immediately and resolved. The lead was surgically abandoned.